Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) would not pair with an ilet pump, with the device repeatedly prompting for a passcode; support identified that the user had a limited access passcode enabled and was attempting an incorrect pairing process, and the issue was resolved after disabling the passcode, turning off phone bluetooth to prevent interference, using the pairing toggle sequence, and correctly pairing the g7 to the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect pairing procedure, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.